Event description:
During diathermy of the papilla of vater, approximately 1.5cm of the cutting wire broke off in the papilla. The wire was removed with a biopsy/grasper forcep. No other info is available.